Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analog adapter started melting and the nurse noticed a burning smell. A new adapter was sent to the patient. No patient complications have been reported as a result of this event.